Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is received and the investigation is completed, a follow up/final report will be submitted.

Event description:
It was reported that the surgeon had set the depth at "12" but that the dermatome took a much thicker graft than required. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. On july 20, 2018, it was reported that the surgeon had set the depth at "12" but that the dermatome took a much thicker graft than required. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) seven times as documented in the repair reports in livelink. The last repair was june 22, 2018 where it was reported that the device needed preventative maintenance and the throttle lever was replaced. This is not a related issue. Product review of the air dermatome on august 1, 2018 revealed that the head was damaged. The calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on august 1, 2018 which included replacement of the head and bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the product review by zimmer biomet surgical revealed that the motor speed was within specifications and the control bar was in the correct position. The root cause of the reported event could not be specifically determined with the information that was provided since during the product review by zimmer biomet surgical revealed that the motor speed was within specifications and the control bar was in the correct position. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.